Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 9 cm ruptured abdominal aortic aneurysm. The physician stated that the patient has had two follow-up CT scans that both showed good placement of the graft with good seal and no endoleaks. However, the aneurysm size (9cm) had not reduced, it had remained stable. It was reported that the patient presented to ER and a CT showed a ruptured aneurysm and endoleak from the bifurcated graft. An 32x14x102 endurant aui and 16x16x82 and 16x20x82 limbs were successfully implanted and resolving the endoleak. The physician stated that the leak which was posterior just proximal to the flow divider was most likely from a tear in the fabric. No additional clinical sequelae were reported and the patient is fine. Film review analysis review of images from 10 months post-implant revealed that the bifurcate was positioned just below the renals. The ipsi limb and extension were positioned down into the left common iliac, and the contra limb and extension were placed into the right common iliac artery. The proximal stent graft od was 28mm with approximately 3 stent rings of the aortic body positioned within the proximal neck. The neck/aortic body was angulated approximately 35deg l-r and 55deg a-p; relative to the iliac limbs and distal aorta. The posterior of the distal neck showed areas of calcification. Contrast was seen outside the stent graft primarily with the proximal sac. The max diameter of the ruptured aaa was >9cm. Both limbs were patent. The endoleak type could not be determined, but appears most likely to be a type iii fabric. No other stent graft issues were observed. Recent angiograms revealed a likely type iii fabric endoleak coming from the posterior of the aortic body. The location of the endoleak was approximately 2.5cm below the proximal gr aft margin; between the 3rd and 4th covered stent; near the top of the aaa sac. The aortic body in this location appeared essentially straight. From the right/contra limb, an endurant aui was implanted up to the level of the bifurcate. After ballooning within the entire stent graft system, the type iii endoleak appeared to have resolved. A possible type IV was seen at the flow divider across the aui into the bypassed ipsi limb. The ipsi limb was then coiled, and post-embolization showed resolution of the endoleak. The exact cause of the likely type iii fabric endoleak leading to the aaa expansion and rupture is uncertain. It is possible that a fabric tear was caused by abrasion from the calcified neck (as seen in the CT¿s).

Manufacturer narrative:
(B)(4). Conclusion: off-label (implanting for a preoperative rupture).